Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Patient had a drop in bp over night (levo added). This morning the purge flow went up to 30 and purge pressure decreased. According to staff there was no leak in the system. Unsure how long this stayed active. Purge cassette was changed and got alarms for high purge pressure and low flows; motor current spiked and lv waveform and flows are saturating. Purge flows and pressures are normal now. Pump has been in since (B)(6) 2025. Repeat echo done yesterday to evaluate lv thrombus.

Manufacturer narrative:
The product was not returned. The data logs were also not recoverable. Pulmonary edema/hypotension: the cause of the injury was not determined due to insufficient clinical details. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Purge pressure low: the cause of purge pressure low was not determined due to no product/logs being returned. High purge pressure: the cause of high purge pressure was not determined. Saturated pump flows: the cause of saturated pump flows was not determined due to no product/logs being returned. Pump stop: the cause of pump stop was not determined due to no product/logs being returned.

Manufacturer narrative:
Additional information received. B1, b5, d6b, h1, and h6 updated.

Event description:
The patient wishes to withdraw care. Pump coincidentally also stopped. The pump was left transvalvular while on extracorporeal membrane oxygenation (ECMO). The patient expired while on ECMO.